Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a one-link catheter extension set. It was stated there was no flow through the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.